Manufacturer narrative:
Pending investigation. Concomitants: 321-52-07 - 3.2mm drill bit sterile 6144294. 300-10-15 - equinoxe replicator plate 1.5mm o/s 6443377. 310-01-44 - equinoxe, humeral head short, 44mm (alpha) 6744682. 300-01-13 - equinoxe, humeral stem primary, press fit 13mm 7020928. 314-13-13 - equinoxe cage glenoid medium, beta 7149751. 300-20-02 - equinox square torque define screw drive kit 7157046.

Event description:
As reported, approximately 2 years and 10 months post initial right total shoulder arthroplasty (tsa), the patient underwent revision due to complaints of pain and rotator cuff tear. The surgeon converted to a reverse. The event was not related to the breakage of a device and did not lead to surgical delay/prolongation. The patient was last know to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, h6, h11. MDR section codes updated/corrected: b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the shoulder revision from anatomic to reverse tsa is likely due to rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation and relevant patient information was not provided. An image and a radiograph were available and based on the review of these, the devices appear unremarkable for explanted components. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.